Event description:
It was reported to boston scientific corporation that an autocap rx was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. During the procedure, the autocap foam came out of the cap while pulling the catheter. Another autocap rx was used to complete the procedure. There was no patient complication as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: mdrf device code a0501 captures the reportable event of the sponge detachment.